Event description:
It was reported that the patient experienced an increase in seizures a few months after the implant of a vns generator. The physician stated that the patient did better for a few months, but eventually experienced an increase in seizures. The physician stated that interventions were taken to preclude serious injury. However, the physician did not indicate what interventions were taken. The physician had stated that the patient's epilepsy is very intractable. Diagnostics were found from the date of implant to the date of explant and all results were within normal limits. The device was explanted and underwent product analysis, which was previously reported in mfg. Report #1644487-2012-01625. During analysis, the generator performed to functional specification. No additional relevant information has been received to date.